Event description:
The tip of the femoral aimer broke off leaving a foreign body. Fragment discovered on postop visit in 2007. Pt required surgical intervention to remove foreign body six days later. When the knee is flexed more than recommended in the surgical technique, the instrument tip has the potential to bend and fatigue. Upon cleaning & use in next surgery, it maybe bent back into proper shape, which is not recommended. Continued use in this manor weakens the tip which may eventually break.